Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the haptic was noted to have a slight cut and did not unfold properly during insertion. The surgeon attempted to unfold it without success and the whole lens then became cut during the attempt so it had to be removed from the pt's eye. A back-up lens was inserted without any problems. The wound was enlarged, suturing was required and there was a delay in the procedure of twenty mins. Info provided by the surgeon indicated that an unapproved viscoelastic was used during the surgery. Additional info has been requested.

Manufacturer narrative:
Product evaluation: the product was returned. Optic and haptic damage was observed. No device damage was observed. Blood and solution were dried on the lens. Results from the product history record review indicated the product met release criteria. Root cause: the root cause may be related to a failure to follow the dfu. An unapproved viscoelastic was used. Viscosity of an unapproved ovd may contribute to underfill/overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. Because the haptic was broken upon return, the report of a cut on the haptic and an unfolding issue could not be verified. Customer indicated the haptic broke while trying to remove the lens from the eye. Info was also provided that the optic was cut for removal, which coincides with the optic damage observed. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).